Manufacturer narrative:
The event unit is anticipated to return to Applied Medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure Performed:Excision of left arm arteriovenous graft.Event Description:Hi Customer Satisfaction Team,The Field TM, \[Field TM]"i, in copy, called this morning to report a product complaint on a cardiovascular clamp for account 1003857. She would like you to reach out to the following customer directly who would be able to provide all of the answers to the questions.\[Customer contact]"Thank you,Additional information provided by \[Applied TM]" via email on 08JUL2026:Applier did not clamp correctly. Working area where clamp inserts are installed is misaligned.Additional information provided by \[Applied TM]" via email on 08JUL2026:The deformity was noted before use. The misalignment did not cause a shearing motion. The surgeon did not experience loss of occlusion due to the jaw deformity. There was no damage to the vessel. The inserts were able to be attached to the jaws. The surgeon did not experience any insert detachment during the procedure.Patient Status:No clinical impact. The patient is fine.Intervention:Used another instrument.